Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. The snare loop became embedded in the patient¿s tissue and was difficult to remove. Several attempts to free loop from the polyp using different snares were unsuccessful. The embedded snare was cut outside the scope and the loop was then successfully detached from the polyp using another snare with cautery. The loop was successfully removed from the patient. Clips were placed to treat bleeding inside the patient and the procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.